Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
An article was published in bmc opthalmology titled, 'analysis of intraocular positions of posterior implantable collamer lens by full-scale ultrasound biomicroscopy.' The article references 18 eyes with excessive vault. Attempts to obtain additional information have not been successful.